Event description:
The physician reported that during replacement of the associated ICD, the physican observed significant degradation of the lead insulation lead most probably due to the lead friction against the ICD. The subject lead was subsequently replaced. It was also noted that there was oversensing within recorded episodes.

Event description:
The physician reported that during replacement of the associated ICD, the physician observed significant degradation of the lead insulation lead most probably due to the lead friction against the ICD. The subject lead was subsequently replaced. It was also noted that there was oversensing within recorded episodes.